Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, after opening the package and removing the cutting balloon from the protective tray, it was noted that the balloon was ruptured. A breakage of the shaft was also noted. The device was not used; the procedure was completed with another device. There was no patient complications reported post procedure.